Event description:
A report was received through the us specialty pharmacy ((B)(6)) indicating sparks fly out of the back of the optineb when used. (B)(4). Consumer reporter details withheld, USA. MFR date 07/2010.